Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: wire fatigue. The reported event of tears with green liquid in the power cables of the controller was confirmed via product testing. The returned heartmate 3 system controller (s/n: (B)(4). Was functionally tested and was observed to have wire fatigue within both power cables. The outer jackets of the power cables were removed where cuts and tears were observed. It was revealed there was fluid ingress and no damage to the underlying wires. The system controller operated a mock loop as intended, and atypical alarms were not produced throughout all testing. The root cause for the reported event was unable to be conclusively determined through this analysis however the system controller was manufactured 18july2017 and the product life of a system controller is a minimum of 3 years. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. D, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. D, section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a tear in the power cord to the controller. The power cord had green liquid coming out. The patient's controller was exchanged with no complications.